Manufacturer narrative:
Follow-up #1: date of submission 03/09/2016-device evaluation: the device has been returned and evaluated by product analysis on 02/18/2016 with the following findings: a review of the pump alarm history revealed no activity related to the complaint. During testing, the pump was powered on and emitted appropriate audible tones and vibration. The complaint of a vibration issue was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was reported that the pump continuously vibrated. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.